Event description:
It was felt there was potential to cause harm to a patient with this product, as the tubing after being inserted into the patient, was drawing air and should be a closed system. The air was being drawn into the vacutainer and not into the patient so, this prevented harm. It appears that the problem is currently happening with multiple lot numbers at present -only one for this patient- so all are being returned to the manufacturer for review. Dates of use: 2009. Diagnosis or reason for use: thoracentesis.